Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 461 mg/dl. Customer current blood glucose level was 459 mg/dl. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer stated that insulin pump battery went dead when he was sleeping and now the pump was giving him a reservoir and tubing message. The customer stated that insulin pump went dead while he was sleeping. Customer had symptoms currently reporting related to their high blood glucose was thirsty. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.